Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 53-year-old patient with a 3300tfx25mm valve model implanted in the aortic position was scheduled for a re-do operation after an implant duration of one (1) year and five (5) months due to valve deterioration leading to severe regurgitation and stenosis (mean/peak gradient 44/83mmhg; velocity 4.58m/s; valve area/index 0.6cm2) observed at follow-up echo. Per echo reports provided, immediately post-implantation the bioprosthetic valve opening is described as passable, mean/peak pressure gradient is 25/43mmgh and no pvl was observed. The bioprosthetic valve remained grossly unchanged at 6 months follow up. Reportedly, the patient could not be re-operated due to financial reasons. He was noted as to be hospitalized and under observation.

Manufacturer narrative:
H10 manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to section b5 (describe event or problem), d6 (d6b. If explanted, give date), d9 (device availability), h6 (device code(s)) and h6 (type of investigation) corrected data h6 (device code(s)): "1153 - degraded" code removed. H3: evaluation summary: customer report of regurgitation and stenosis was confirmed. As received, perforations were noticed on leaflets 2 and 3. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. One suture was observed at the stent post of commissure 2, next to leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut and exposed the metal band around the valve. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 53-year-old patient with a 3300tfx25mm valve model implanted in the aortic position underwent a re-do operation after an implant duration of one (1) year and six (6) months due to valve deterioration leading to severe regurgitation and stenosis (mean/peak gradient 44/83mmhg; velocity 4.58m/s; valve area/index 0.6cm2) observed at follow-up echo one month before reintervention. Per echo reports provided, immediately post-implantation the bioprosthetic valve opening was described as passable, mean/peak pressure gradient was 25/43mmgh and no pvl was observed. The bioprosthetic valve remained grossly unchanged at 6 months follow up. Before reintervention, the patient presented with dizziness. A mechanical valve was implanted in replacement. The patient was noted as to have a good recovery. The valve was returned for evaluation and suture tail abrasion and host tissue overgrowth were observed.

Manufacturer narrative:
Added information to section h6 (health effect - impact code) and h6 (investigations conclusions). Corrected data h6 (health effect - impact code): "4629 - device revision or replacement" code removed, h6 (type of investigation): "4117 - device not accessible for testing" code removed and h6 (investigations conclusions)"50 - adverse event related to patient condition" code removed. H10: additional manufacturer narrative: the valve was returned for evaluation and suture tail abrasion and host tissue overgrowth were observed. Based on the provided information, the most likely cause is procedural factors, including suture tail abrasion which is considered use-related as it is caused by the surgeon's suture placement and leaving the tails at a length and position where they contact the leaflet. An edwards defect has not been confirmed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU.